Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover wire strands were cut/broken and the lcd backlight was flickering. The physical damages found during visual inspection confirmed the reported complaint that the platform's screen was black. The damages appear to have been caused by normal wear and tear (autopulse manufactured in august of 2007) and/or mishandling of the platform. A review of the autopulse platform's archive was performed and showed that there were sessions on the reported event date. However, there were no issues with the sessions. Functional testing was performed and it was noticed that the encoder shaft was slightly sticky. The sharp edge of the clutch plate was de-burred to improve the stickiness issue but was unsuccessful. However, this issue is not related to the reported complaint. Based on the investigation, the parts identified for replacement were the top cover, lcd and the clutch plate. In summary, the reported complaint that the platform's screen was black was confirmed during visual inspection. The fault was found to be due to the defective lcd as a result of normal wear and tear. The physical damage of the wire strand being cut/broken found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was reported that the autopulse platform's display was black. No adverse patient sequelae was reported. No further information was provided.